Manufacturer narrative:
(B)(4). Batch # r59m2d. Additional information requested but not received: did the patient experience any adverse consequences due to this issue? Investigation summary: the analysis results showed that one gst60d cartridge reload was returned with 5 double drivers missing and 1 double driver out of position making the reload non-functional. In addition the cartridge pan was noted to be dislodged at right proximal side. Although no conclusion could be reached on what caused the drivers to be out of position. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic hepatectomy, the blade stopped at the middle of the jaw when he transacted glissonian pedicle. They changed to another cartridge and could finish the transaction. Patient consequence was not reported.